Event description:
It was reported to boston scientific via an article published in royal australasian college of surgeons the results of the following study. The article detailed the case of a 74 year old patient with a history of benign prostatic hyperplasia (bph) and lower urinary tract symptoms (luts) who underwent a rezum water vapor therapy procedure. The patient had undergone water vapor therapy procedure to treat his bph and luts two years earlier and had an inflatable penile prosthesis (ipp) device implanted four months earlier without post-operative complications. The patient was restarted on tamsulosin to treat luts which was exhibited by urine studies that showed microscopic hematuria, a urine ph of 7.0, and a negative urine culture. A diagnostic cystoscopy identified a mildly occlusive prostatic urethra with a single calculus adherent to the residual left lateral lobe near the bladder neck. The patient elected to proceed with definitive transurethral treatment of the prostatic urethral stone, so the stone was fragmented with a holmium laser and was evacuated from the bladder.

Manufacturer narrative:
La, justin; katz, darren j. "Prostatic urethral calculus after water vapour thermal therapy of the prostate." Royal australasian college of surgeons; anz j surg 92 (2022) 2359-2360: doi: (B)(4).

Manufacturer narrative:
La, justin; katz, darren j. "Prostatic urethral calculus after water vapour thermal therapy of the prostate." Royal australasian college of surgeons; anz j surg 92 (2022) 2359-2360: doi: 10.11l1/ans.17482. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in royal australasian college of surgeons the results of the following study. The article detailed the case of a 74 year old patient with a history of benign prostatic hyperplasia (bph) and lower urinary tract symptoms (luts) who underwent a rezum water vapor therapy procedure. The patient had undergone water vapor therapy procedure to treat his bph and luts two years earlier and had an inflatable penile prosthesis (ipp) device implanted four months earlier without post-operative complications. The patient was restarted on tamsulosin to treat luts which was exhibited by urine studies that showed microscopic hematuria, a urine ph of 7.0, and a negative urine culture. A diagnostic cystoscopy identified a mildly occlusive prostatic urethra with a single calculus adherent to the residual left lateral lobe near the bladder neck. The patient elected to proceed with definitive transurethral treatment of the prostatic urethral stone, so the stone was fragmented with a holmium laser and was evacuated from the bladder.